Event description:
Pt was admitted for removal of implant from previous total hip surgery & placement of new hardware, secondary to pain & decreased range of motion. In accordance with hospital policy, the components removed are not available for release.